Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatic segmentectomy procedure, while stapling the liver, the surgeon activated the stapling function, but the device stopped halfway. The device was then opened and was difficult to unload. A new reload was used to resolve the issue and complete the procedure. There was no patient injury.